Event description:
It was reported that the catheter got stuck in the coronary artery. During an intravascular ultrasonography, an opticross¿ imaging catheter was used to diagnose an unspecified lesion located in the heart. When the catheter was withdrawn, they had difficulty pulling it out and it became stuck inside the artery and was fully down the artery distal to the lesion. All devices were withdrawn to remove the catheter. The catheter was completely withdrawn with no damage. No patient complications reported and the patients' condition is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).